Manufacturer narrative:
Manufacturer¿s investigation conclusion: upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , the presence of pump thrombosis was confirmed that would have contributed to the report of elevated lactate dehydrogenase (ldh). The pump was returned assembled with the driveline cut approximately 12.5 inches from the pump housing, and the distal portion of the driveline was not returned. The outflow elbow was returned attached to the pump outlet port. The apical sewing ring, sealed inflow conduit, sealed outflow graft, sealed outflow graft bend relief (ogbr), and sealed ogbr collar were not returned. Examination of the pump upon disassembly revealed a dark-red, laminated thrombus ring adhered around the inlet bearing cup. Part of the thrombus ring was discovered partially lodged into the distal portion of the inlet stator and appeared to have originated at the inlet bearing ball, having been dislodged from its original location after manually rotating the rotor during the pump evaluation. The laminated structure of the thrombus ring and the denaturation at the outer edges indicated that it likely formed over an undetermined period of time while (B)(6) was supporting the patient. An additional deposition was found in the proximal side of the outlet stator that was non-adhered and exhibited a similar structure as the thrombus ring surrounding the inlet bearing ball. The similar structure and lack of contact marks on the distal side of the rotor indicate that the deposition had likely broken off from the thrombus ring post-support. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed thrombus formation or a duration of time for which it was present in the device; however, the thrombus ring formation, through occlusion of the blood path, would have contributed to the report of elevated ldh. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 20jan2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that pump thrombosis was suspected. Patient experienced elevated lactate dehydrogenase (ldh). Patient underwent a pump exchange on (B)(6) 2020.